Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor module was replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.